Event description:
A customer contacted haemonetics on (B)(6) 2010 reporting that blood entered their orthopat machine. No donor or operator injury or reaction was noted.

Manufacturer narrative:
Evaluation of the returned device confirmed there was a fluid spill. The issue caused damage to the power supply and various other components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). Haemonetics (B)(4).